Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited a high out of range pacing impedance measurement of greater than 2000 ohms on the right atrial (ra) lead and right ventricular (rv) channels. Oversensing of noise was also observed on the ra channel. Additional information provided from the field indicated an x-ray was taken and no abnormalities were observed with the system. The minute ventilation signal was turned off and the patient went home. The pacemaker remains in service and there were no adverse patient effects reported.